Event description:
The customer reported that couple of times he does not have good sensor readings and threshold suspend alerts him. Troubleshooting was done for sensor glucose versus blood glucose readings. Customer's blood glucose was 115 mg/dl and sensor reading was 60 mg/dl. Assisted the customer, advised to monitor the sensor. Advised the customer that sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.